Event description:
A manufacturer's rep reported that the v.a.c instill allowed a larger than anticipated volume of vancomycin to flow into a sternal wound reportedly causing possible tissue erosion. Instillation into the thoracic cavity and use of vancomycin as an instillation fluid are not indicated for v.a.c instill.